Event description:
The surgery which occurred to address the issue was done to explant the entire system, and there was no replacement of the ipg.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing uncommanded turning off of the ipg. Surgery is planned to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was explanted and replaced, which addressed the patient's issue.